Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system presented with poor aspiration during phacoemulsification. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system had poor aspiration during phaco. There was no patient harm. The company service representative examined the system was unable to replicate the reported event. Unrelated to the reported event, the company service representative observed a nonconforming host. The nonconformance was resolved. The system was then tested and met all product specifications. The system was manufactured on june 5, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).